Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was determined that the wire insertion issue was due to dried blood and in the stylet insertion test results it was indicated that the tip region of lead was failed. The complete lead was returned.

Event description:
Boston scientific received information that this left ventricular (lv) lead was a case of an attempted implant. Noted that the guide wire was very hard to move in the lv lead. Additional information was obtained from the field representative indicating that during implant procedure the guide wire was not sliding thru the lead and believed that lumen was compromised. A new lead was used. No additional adverse patient effects were reported.